Manufacturer narrative:
The event was confirmed but the root cause of the reported event could not be determined due to the minimal information received. A material analysis of the returned device found no material or manufacturing discrepancies. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as insufficient patient medical records were received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon did a hip revision due to potential infection. Surgeon did a head and liner swap. Total hip was done by doctor approximately six months prior. Surgeon noted pitting on the poly.

Event description:
Surgeon did a hip revision due to potential infection. Surgeon did a head and liner swap. Total hip was done by doctor approximately six months prior. Surgeon noted pitting on the poly.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown x3 eccentric liner. A supplemental report will be submitted upon completion of the investigation.